Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they believe the insulin pump audio is not loud enough even if it is at the maximum volume. Customer was not able to perform a self-test at the time of the call. Customer¿s blood glucose was 130 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.